Manufacturer narrative:
Initial reporter phone : (B)(6). Date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the entire device is worn. The battery compartment is damaged. The ¿dso¿ gasket has an air bubble. The event history lot (ehl) was not reviewed. The complaint was confirmed. The ¿dso¿ sensor is not working. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The ¿dso¿ sensor and battery compartment will be replaced.

Event description:
It was reported that the cassette sensor is defective. There was unknown patient involvement and unknown patient harm/adverse event reported. No additional information about the event can be provided.